Event description:
It was reported by the patient's father that the patient started experiencing shocking sensations, difficulty swallowing and eating, nausea, vomiting and general discomfort and distress in (B)(6) 2025. Then in (B)(6) 2026, the patient's condition reportedly began to deteriorate. It was reported that the patient was hospitalized due to an increase in seizure frequency and severity, headaches and breathing and swallowing problems. It was reported that the neurologist at the hospital found that the vns was malfunctioning and delivering inappropriate stimulation. The patient's device was then deactivated and they were discharged. The patient¿s father reported that the patient has since been referred for explant surgery. It was also reported that the patient is experiencing gastrointestinal issues described as vomiting and pain since the device was turned off. The device history records for the generator were reviewed. The generator passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No known surgical intervention has occurred to date. Good faith attempts to confirm the reported events and obtain additional information have been unsuccessful to date.

Event description:
It was later reported by the provider who treated the patient during her inpatient stay that there was no evidence of device malfunction. The provider noted that there was still room to increase the stimulation settings. The magnet was tested and confirmed to be functioning properly. The provider also stated that the caregiver was adamant that the device be turned off and removed, so the device was subsequently turned off. The provider will not provide any more information in regard to this event due to risk reasons. No other relevant information has been received to date.